Event description:
No additional information provided.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter and component damage were confirmed upon inspection of the photos. The images were provided as representative photos of various complaints. One photograph was labeled as a "good part". A table that accompanied the photos indicated lot #1333367 had 425 units with black marks, 15 units with contamination, 3 units with foreign matter, 2 units with "ng rubber (misalign)", and 25 units with short mold. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the stopcock housing and tap. One photograph was labeled as "foreign matter" and a dark colored material overlaid the top body of the q-syte connector and stopcock housing. One photograph was labeled as "ng rubber (misalign)" and the septum appeared to be pushed to one side in relation to the top body of the q-syte connector. One photograph were labeled as "short mold" and what appeared to be deformation was observed on the threaded portion of the q-syte top body. Due to the poor image quality and without the physical samples, it was unclear if the black marks and discoloration were embedded or were a feature on the external surface of the material. Due to the poor image quality and without the physical samples, it could not be determined if the misaligned septum and misshapen components were caused during the molding process or from damage from subsequent processing or handling. As the photographs support the complainant¿s description of the reported event, the complaints were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap had foreign matter the following information was provided by the initial reporter; this is a complaint about black mark, short mold, foreign matter, dirt, silicone mounting defects in the product. According to the customer report 425 black marks, 3 foreign objects, 2 silicone installation defects, 25 short molds, and 15 stains discovered during manufacturing at atom.